Event description:
The pt had stimulation in the wrong location. The implantable neurostimulator (ins) was reprogrammed to cover the pt's right arm, but by the time she left the office and got to a restaurant, the stimulation changed to her left arm and legs; it got so intense that she had to decrease the stimulation, which resulted in pain in her right arm. There was no known accident or incident related to the event. The pt was at home. The pt was encouraged to contact her healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).